Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Power on self test and air sensor test were performed successfully. The reported condition was not verified. The power cord and latch rollers were found to be damaged and were replaced. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump did not detect air in the lines of an unspecified set. It is unknown when the alarm was detected. There was no patient involvement. No additional information is available.